Event description:
It was reported that the patient was experiencing a loss of therapeutic effect and that there was a volume discrepancy. The concentration and daily dose of baclofen being delivered via the pump was not reported. Additional information received from the physician indicated that the patient was experiencing increased baseline spasticity. This had occurred during the normal refill cycle, multiple times. The patient has been having issues since the new pump was put in; pump was replaced in 2007 and the catheter about four months later. The patient's dose has doubled in the last 10 months. A reservoir volume discrepancy was noted at the refill in 2008; the estimated reservoir volume was 3.0 ml, while the actual reservoir volume was 25 ml. A therapeutic bolus has not been given. There have been no alarms. The correct concentration, drug, and dose were programmed (not reported). A dye study was performed and no problems were found. Pump reports were not obtained. Additional information has been requested from the hcp, but was not available as of the date of this report.